Manufacturer narrative:
Product complaint # :(B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented in clinic with hip pain and inability to bear weight. Xrays showed that the acetabular shell was no longer in place and is through the medial wall. There was non-cemented loosening of the acetabular shell. The patient was admitted and scheduled for surgery to remove existing components. No delay or harm was noted. The proximal femoral component to include the head and dm poly liner were removed. Acetabular component was also removed with no complication. Due to lack of bone stock, no components were replaced. Surgical delay was unknown. Doi: (B)(6) 2021 dor: (B)(6) 2024 affected side: right hip.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: although distributed by medtech orthopaedics joint reconstruction, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the medtech orthopaedics customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. The following investigation was provided by the supplier legal manufacturer: an event regarding a loosening of a cup has been reported. It was reported that the patient was revised due to loosening of the cup and existing components were explanted. Based on the event description, there is no allegation regarding the liner, which is the sole component manufactured by the supplier in the reported event. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concommitant. The other devices are not manufactured by the supplier, therefore, no investigation can be completed for these devices. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is needed, this record will be reopened. The supplier product reported in this investigation did not contribute to the event and is therefore considered concomitant. As part of medtech orthopaedics quality process all devices are manufactured, inspected, and released to approved specifications. No further investigation with regard to this complaint is required. The supplier will continue to monitor for trends. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Although distributed by medtech orthopaedics joint reconstruction, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item, per the supplier agreement. The product/information will be transferred to the supplier with the complaint problem statement for investigation. The results of the supplier investigation are to be populated into the medtech orthopaedics customer quality complaint management system. Per the supplier agreement, the supplier is responsible for any corrective actions identified during the complaint investigation process. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because lot code provided is not a valid finished goods lot.